Event description:
It was reported that a user paired a new dexcom g7 continuous glucose monitor (cgm) and experienced loss of glucose readings, with a brief ¿sensor issue¿ alarm observed. Symptoms included unavailability of continuous glucose data with no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet without medical intervention or hospitalization. User support included user-focused troubleshooting and education, including monitoring for data recovery and instruction to call back if readings did not return with monitoring. Investigation of this case revealed a transient sensor communication or signal issue consistent with known brief sensor interruptions, with no evidence of device malfunction of the ilet or a specific failed device component. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm signal disruption.